Event description:
It was reported that an air embolism occurred and the procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure to treat falls on oral anticoagulant (oac), a versacross connect kit was selected for use. The procedure was under conscious sedation as the patient could not tolerate general anesthesia. The transseptal puncture was performed and an intracardiac echocardiogram (ice) was used to measure the left atrial appendage (laa). The watchman sheath was advanced into the left atrium and the dilator was removed. Act was 362. There was no bleed back coming from the sheath. During preparation to advance the non-boston scientific pigtail catheter over the versacross rf wire, air bubbles were visualized inside and outside the appendage on the ice images. It was suspected that the air entered when the dilator was removed and patient took a deep causing negative pressure (air lock). St elevations occurred and the patient entered asystole. Chest compressions were initiated and a temporary pacing wire was placed. The patient returned to normal sinus rhythm but started vomiting and was intubated. The coronary arteries were imaged and determined to be clear. Computed tomography (CT) of the brain was performed and small air bubbles were noted. The patient was transferred to the critical care unit to receive hyperbaric oxygen and undergo neurologic assessment. The device is not expected to be returned for analysis. No issues noted during transseptal puncture. Current patient status is that patient is off oxygen but still in critical care, she is awake and doing well but some memory issues.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.